Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test. The data file was reviewed and the reported allegation was confirmed. The complaint could not be reproduced with the returned device. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.